Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
A review of a customer provided image was performed by an intuitive surgical, inc. (Isi) regulatory market surveillance analyst. The following additional information was provided: the provided image depicts a broken cable. The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a frayed cable. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with site's nurse and obtained following additional information: the reported 8mm fenestrated bipolar forceps was available for return to isi for evaluation. Reporter was unable to confirm if fragment(s) fell into patient's anatomy. Patient demographic information was requested, but the site was unwilling to provide the information due to hospital's privacy policy.